Event description:
It was reported that the patient's neurostimulator was at end-of-service (eos), and impedances over 10,000 ohms were seen. It was noted that there were no patient symptoms related to the event. The patient's hcp was notified that the device was at eos. Notified patient's physician and the implant coordinator that device was eos. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient was being scheduled for a replacement, but it hadn't happened yet because of prior authorization with her insurance that denied it.

Event description:
Additional information received reported that impedances were reading greater than 40,000 ohms. There was a possibility of an open circuit. The patient was scheduled to have a battery replacement due to "normal depletion". The reporter stated that they were unsure if the patient had impedance issues previously. The reporter noted that she was getting greater than 10,000 ohms for "several electrode combinations". The amplitude was increased to 3 v and the impedances were re-tested. Several combinations with electrode #13 were measuring greater than 40 ,000 ohms. Additional electrode combinations with electrode #13 had "high" impedances between 20,000-30,000 ohms. An explant date of (B)(6) 2013 was noted in the manufacturer records. No further information was provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: lead: model 3888-33, lot# v498130, implanted: (B)(6) 2011, explanted: na. Lead: model 3888-33, lot# v498130, implanted: (B)(6) 2011, explanted: na. Lead: model 3888-33, lot# v498130, implanted: (B)(6) 2011, explanted: na. Lead: model 3888-33, lot# v508181, implanted: (B)(6) 2011, explanted: na. Extension: model 3708220, serial# (B)(4), implanted: (B)(6) 2011, explanted: na. Extension: model 3708220, serial# (B)(4), implanted: (B)(6) 2011, explanted: na. Anchor: model 3550-39, lot# n279678, implanted: (B)(6) 2011, explanted: na. Anchor: model 3550-39, lot# n279678, implanted: (B)(6) 2011, explanted: na. Programmer: model 37743, serial# (B)(4).